Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) would power up but the rate and output could not be adjusted. The battery was replaced and the epg was restored to operation. The epg remains in use. There was no patient involvement.